Event description:
It was reported that an asymptomatic patient presented for a follow up. The patient's right atrial (ra) lead exhibited loss of capture, lead noise and automatic mode switch. Programming changes were made previously to address this but there were no reports of further intervention. The patient was stable and will continue to be monitored.